Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation and a "fold flaw". Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: one opening curved on the anterior, crease fold, wear abrasion and yellow particles in the inner surface. Leak test and microscopic analysis was performed which identified: one opening sharp on valve bond edge. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is one sharp opening on (valve bond edge) due to an unidentified (tear) opening and creases were observed but have no relationship with manufacturing.

Event description:
Healthcare professional reported a left side deflation and a "fold flaw". Device was explanted.